Manufacturer narrative:
The company service representative examined the system, confirmed and replicated the reported event of the aberrometer being loose. The company service representative secured the dovetail screws and applied loctite to them, but then noted that the dovetail needed to be replaced. The company service representative noted that the loose aberrometer might have contributed to the reported event of inaccurate readings. The female dovetail was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported the aberrometer was loose and focus readings were not accurate during cataract surgery. Additional information has been requested.